Event description:
It was reported that during preparation for a stenting treatment procedure, foreign matter was identified in the device. Upon preparation for the procedure, a 6f expo guide catheter was removed from the packaging. It was then noted that there was lint at the tip of the device. The device did not enter the patient and no complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the expo device was received with no original packaging or other devices. A substance visually consistent with dried contrast media was observed on the exterior of the shaft. There was a fibrous foreign material (fm) lodged on the device 7mm from the distal tip. Magnified inspection of the remainder of the device presented no other anomalies. The catheter was sent to the material testing analysis characterization (mtac) lab for material composition (ft-ir) testing. The fiber was easy to peel away and did not appear to be embedded into the polymer, simply stuck on the outer surface. There appeared to be one long fiber, twisted and crumbled around it and stuck on the device. The fiber appears to be cellulose. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, foreign matter was identified in the device. Upon preparation for the procedure, a 6f expo guide catheter was removed from the packaging. It was then noted that there was lint at the tip of the device. The device did not enter the patient and no complications were reported.

Manufacturer narrative:
(B)(4).